Manufacturer narrative:
Insulin pump received with a blank display, problem isolated to the electrical board. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Insulin ump received with scratched case, pillowing keypad overlay and minor scratched lcd window. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. Customer reports display is blank. The blood glucose level was at 8.2 mmol/l the time of incident. Customer states the display was not blank less than 30 seconds. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Display did not return after pump restart. The insulin pump will not be returned for analysis.